Event description:
It was reported a patient had an initial right total hip arthroplasty. Subsequently, underwent a revision on approximately 9 years later due to CT findings revealing possible pseudotumor. Noted fluid in hip, and head adapter would not release. Cup & stem retained. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: cat# 11-104211, lot# 301760, mlry-hd lat por fmrl 11x160mm. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial right tha (B)(6) of 2006 with no complications noted. Patient had a revision on (B)(6) 2015. Findings revealed cystic lesion anterior to the right tha consistent with pseudotumor. Head adapter would not release from stem, a high-speed burr used to cut through adapter. The head and taper were explanted and replaced with zb components. All other implants remained. No other complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.